Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 7.9mg/ml at 4.2459mg/day, bupivacaine 19.1mg/ml at 10.265mg/day and fentanyl 2000mcg/ml at 1074.9mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient wanted to go from a 20ml pump to a 40ml pump. The patient had no complaints and felt his boluses and the therapy was very helpful. The physician did a routine cds (catheter dye study) to confirm the catheter before the replacement surgery and wasn¿t able to aspirate the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was x-rays showed a positional kink in the catheter but they were unable to locate the catheter under x-ray. Multiple views and angles were taken to try to find the catheter but they were unable to. The actions and interventions taken to resolve the issue was the patient just wanted the pump replaced and doesn¿t want a catheter revision. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the pump was replaced. No further complications were reported/anticipated.